Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event cannot be confirmed. The instructions for use identifies thromboembolic event and neurological deficits as potential complications associated with use of the device.

Event description:
It was reported that the fred was implanted to treat a vertebral artery (va) aneurysm. The stent was deployed without incident and was completely apposed to the vessel wall. Several hours post-procedure, a cerebellar infarct occurred due to a posterior inferior cerebellar artery (pica) occlusion. An anticoagulant was administered, which resolved the thrombus and recanalized the pica. A decompressive craniotomy was performed for cerebral edema. The patient's condition is expected to be favorable with rehabilitation. There was no reported malfunction of the fred.